Manufacturer narrative:
The instrument was inspected by field service, and there was no issue with the instrument or reagent identified. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell dyn ruby, serial number (B)(6) was identified. This follow up is being submitted, to include d8 and h6 information previously submitted, using the h10 section in their respective fields.

Event description:
The customer observed discrepant hemoglobin results generated on the cell dyn ruby. The following data was provided (unit of measure is g/dl, normal range is 12 to 16 g/dl): sid (B)(6) initial result = 7.32, repeat = 8.26. Sid (B)(6) - initial result 9.4, repeat 10.3, 10.4. All results were generated in the closed mode. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.